Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed that the tubing was separated from the wing and a lack of adhesive was present. Bd determined that the cause of the failure was related to our manufacturing process. However, further actions cannot be taken since the production of this product has been moved to a different manufacturing facility. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn pink 20ga x 1.0in leaked the following information was provided by the initial reporter: at 10:45 on (B)(6) 2024, in the songshan lake urological surgery ward, the patient had an indwelling needle placed in his hand before the operation. When the needle was successfully withdrawn and the needle was successfully inserted, the needle wing was disconnected from the extension tube, and blood oozed from the fracture of the needle wing, so he immediately pulled it out. Needle, press the needle port to stop the bleeding, perform a second puncture to appease the patient, and then report the medical device adverse events to the head nurse for follow-up.